Event description:
During a pfa procedure, there was a communication issue with the current generator resulting in a procedure delay. An electrode error could not be resolved by replacing catheters, resetting the system or replacing cables. The device was change to a non-abbott pfa galaxy generator (B)(6), to resolve the issue. The procedure was completed with no adverse patient consequences.